Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noisy signals on the right ventricular (rv) lead and shock channel. The noisy signals were oversensed leading into pacing inhibition with asystole more than 2 seconds. Technical services (ts) suggested that muscle noise from insulation degradation could be a cause of the noise as the lead has been implanted for fourteen years. Additionally, ts recommended an in-office evaluation for isometrics, and a possible source of electromagnetic interference (emi) should be further investigated. The field representative recommended the physician to have the patient come to the clinic and check for myopotentials and noted emi can not be the cause if it is only on one lead. This crt-d remains in service. No adverse patient effects were reported.